Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the pt was experiencing telemetry issues between the ins and recharger. An overdischarge was suspected. The pt had not used the stimulator for 4-5 months. A physician mode recharge was performed. The device was charged to 75% full and then a power on reset occurred. The patient reportedly had never been able to charge to 100% charge and had to charge everyday. The recharging was frustrating causing the pt to stop using the device. Impedance measurements were done. Impedance values for certain combination with the #3 electrode were between 102 and 143 ohms (low out of range). Further troubleshooting was being considered. Additional info received indicated the device overdischarged several times. The pt had gone for over a year using oral pain therapy. It was decided to replace the device. During the replacement, the impedance values were checked with the lead attached to an external stimulator and the values were ok. Only the ins was replaced. The pt recovered without sequela.